Manufacturer narrative:
H10: the field service engineer reviewed the logs and reported for each standby, there is a user action from pic ix. These events do not appear to be due to malfunctions but to user actions. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that mx40 devices failed to alarm when shutting down. The device was in use on a patient. There was no report of patient or user harm.